Event description:
It was reported that an unknown patient underwent an afib - persistent ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. It was reported that whenever the dilator was taken out, the stop cock would not work, and blood was flowing out of the hub. They tried putting the dilator back on, but the issue continued. The vizigo¿ sheath was replaced, and the issue was resolved. The case continued. No patient consequences were reported. No external features of the vizigo were broken or separate. The hemostatic valve was dislodged but remained inside the hub. The hemostatic valve did not leave the hub. The hub wasn¿t dislodged from the sheath. No air entered the patient¿s body, and there was no patient consequences or treatment needed. Blood loss was negligible, and amount was unknown. Blood was only leaving the sheath from the hub for a few seconds. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 21-dec-2022, the product investigation and photo analysis were completed. It was reported that an unknown patient underwent an afib - persistent ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. It was reported that whenever the dilator was taken out, the stop cock would not work, and blood was flowing out of the hub. They tried putting the dilator back on, but the issue continued. The vizigo¿ sheath was replaced, and the issue was resolved. The case continued. No patient consequences were reported. Device evaluation details: a picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, the hemostatic valve was dislodged inside the hub component. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. According to the information received, it was reported by the caller, clinical account specialist, that whenever they took the dilator was taken out, the stop cut would not work, and blood was flowing out of the hub. The carto vizigo sheath product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record evaluation was performed for the finished device 00002082 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11-nov-2022, the bwi product analysis lab received the device for evaluation. A photo of the complaint device was also received. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)